Manufacturer narrative:
(B)(4).

Event description:
A report was received indicating that a patient who recently underwent surgical generator replacement was being treated for a possible infection in the chest/generator area. The initial report stated that the condition was being treated as cellulitis and the patient would be given antibiotics and re-evaluated at a later date. Subsequent information was received indicting that cultures were taken from the patient's blood but not from the wound site. The blood culture results were normal and did not confirm infection, however, the patient's white blood cell count was elevated from 3.9 to 6.0. The provider diagnosed the condition as cellulitis and indicated that the believed cause was the generator replacement surgery. The intervention of antibiotics was undertaken to preclude a serious injury. The patient was later seen for follow-up and it was stated that the patient was doing well and the wound was no longer red or sensitive. It was stated that the patient was on a six week regimen of antibiotics. Manufacturing records were reviewed for the implanted pulse generator and lead and it was confirmed that each device underwent proper sterilization prior to distribution.